Event description:
It was reported to philips that the device fails operational check at therapy testing. There was no patient involvement.

Manufacturer narrative:
The technician evaluated the device and confirmed the operational check test failure at therapy testing. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor were replaced. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device meets the specification for the performed service and is returned to use.